Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: creases flat and brown particles in the shell. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Additionally, healthcare professional reported capsular contracture baker grade unknown. Device has been explanted.